Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had unresponsive menu button. It was reported that the customer was assisted with keypad anomaly troubleshooting and that the customer's blood glucose level was 16.3mmol/l at the time of incident. It was reported that numbers were not ramping on their own and that the scroll bar was not moving without input. It was reported that the insulin pump history had stuck button alarm. It was reported that insulin pump was not dropped, bumped or exposed to moisture. Troubleshooting could not be continued and customer was advised to change battery and call back. The insulin pump will not be returned for analysis.